Event description:
It was reported that this right atrial (ra) lead had a high pace impedance measurement, that was greater than 2000 ohms. This lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.